Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had damaged .the customer¿s blood glucose level was 322 mg/dl at the time of the incident. The customer reports a crack at the top of the reservoir opening. The customer indicated the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corner, cracked reservoir tube window, and partially broken off reservoir tube lip. The reservoir tube lip was partially broken off and the test reservoir was not lock in place properly.